Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc button dome switch (no creased). Inspected lcd connector and no unlocked connector noted. No button error alarm noted. Insulin pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 400 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.